Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed. The product returned for evaluation was one 20g safestep infusion set w/ valved y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a bead of liquid was observed to form on the top of the y-site valve. A microscopic observation revealed no damage to the y-site or its valve. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the port in between the clamp on the ivad access needle was leaking during a blood draw procedure. This led to additional unexpected testing, care, and a delay in treatment/therapy. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.